Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) at 125 mcg/day. The reason for use was not reported. It was reported that the patient was taken back to the operating room on (B)(6) 2019 to reposition the pump in the pocket. He opened up pump pocket and found pump segment to be coiled upon itself and broken off at pump connector. There were no identifiable factors that contributed to the event. No diagnostics or troubleshooting performed per report. Interventions/actions that were taken to resolve the issue included the doctor added a new 8784 segment and repositioned the pump in the pocket. The explanted catheter would not be returned to the manufacturer because it was discarded by the customer. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.